Manufacturer narrative:
The reported issue of xia 3 titanium parallel connector fracture was confirmed upon review of provided x-ray images. The initial procedure was done on (B)(6) 2021. Revision surgery is not planned at the time. As the device remains implanted in the patient, further visual and functional evaluation could not be performed. Manufacturing and complaint history could not be reviewed as the corresponding lot number was not provided. However, complaint history records were reviewed for the corresponding catalog number, and no similar complaints were identified. Review of the x-rays indicate that the screw was likely over angulated, and the rod was not placed horizontally below the blocker, inside the tulip head. However, a conclusive cause of the reported event could not be determined as the device remains implanted. Potential causes include: over angulation of screw tulip, unstable/ overtightened construct leading to tulip disengagement, fracture of rod and connector, etc. H3 other text : device remains implanted in the patient.

Event description:
During routine follow up, it was found that the patient experienced rod fracture, connector fracture, and screw tulip disengagement post-operatively. This record captures the reported fracture of a xia 3 parallel connector.

Manufacturer narrative:
Device remains implanted in the patient.

Event description:
During routine follow up after surgery it was found that the patient had broken rod, connector, and tulip on screw came off. This record captures the reported fracture of a xia connector.